Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on 07/20/2018 that on (B)(6) 2018,that the urgent low alarm is intermittent on the app. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data was returned and evaluated. The reported event was not confirmed via data. A root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.